Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: the patient underwent a bypass of gastroenterostomy procedure. The stapling devices were being used for the duodenum resection. The firing was successfully and the staple line was fully formed. Around five days later, ascitic fluid was accumulated. The location and the cause was uncertain. The length of the hospital stay was extended and the patient was discharged from the hospital three weeks later. The patient is in good condition.